Manufacturer narrative:
H6: investigation summary bd received 2 photos for evaluation. The 2 photos confirm the presence of gel globules in the serum. Device history record review and retention sample analysis could not be performed since the lot number was unknown. This complaint has been confirmed based on the review of the photos provided. See h.10.

Event description:
It was reported that after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules are observed. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, round particles (globules suspected) are generated in about 2 of 10 tubes, irrespective of lot numbers. When the tubes are loaded into the analyzer, an error message of fm appears.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules are observed. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: according to the customer's report, round particles (globules suspected) are generated in about 2 of 10 tubes, irrespective of lot numbers. When the tubes are loaded into the analyzer, an error message of fm appears.